Manufacturer narrative:
No intervention has been performed, and the product remains in service with no further complications reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead had a bypass procedure, causing a slight lead dislodgement. The shock and pacing impedance measurements decreased, and later stabilized. The pacing threshold also increased. No adverse patient effects were reported.